Manufacturer narrative:
Visual inspections were performed on the returned device. The reported malposition/failure to deploy the suture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code1142- needle to cuff miss was removed and code 2616- suture was added.

Event description:
Subsequent to the initially filed report, the following information was received: the returned device analysis for (B)(6) on (B)(6) 2023 noted the knot and loop were properly formed. The knot was fully advanced and tightened. Follow up with the account revealed that the device failure, "no suture was found after withdrawing the plunger" was misreported. Reportedly, the physician removed the device and it was noted that the knot was removed with device and the vessel suture failed. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two proglide devices after an interventional percutaneous transluminal angioplasty procedure using small bore sheath. Reportedly, with both devices, no suture was found after withdrawing the plunger in step 3. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.